Event description:
It was reported that the patient experienced extracardiac stimulation. The lead remains in use per medical judgement. The patient is part of the (B)(6) study. No further patient complication was reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.